Event description:
It was reported that the patient presented in-clinic as the right-ventricular (rv) lead exhibited high defibrillation impedance due to externalization of conductors, which was confirmed via x-ray imaging. As a resolution the rv lead was explanted and replaced. The patient condition was stable.